Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the high flow insufflation unit had the k connector leaking gas from inlet side. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1-3: remove contact information and add health professional information. Update h4. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is presumed that gas leaked due to k-connector unit failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.